Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. When the pump was returned to mmdg for evaluation. During the investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "stops at erratic times". They did not advise if the pump alarmed or not. The initial reporter stated that the complaint occurred during testing and that no patient had been affected. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stops at erratic times". They did not advise if the pump alarmed or not. The initial reporter stated that the complaint occurred during testing and that no patient had been affected. (B)(4).